Manufacturer narrative:
E1 - phone number: (B)(6) h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the patient initially experienced an estimated blood loss of approximately 400ml. The physician placed the bakri tamponade balloon catheter trans-vaginally without the use of metal instruments. After inflation with water, leakage from the balloon was observed, and the device was removed. The patient subsequently sustained an additional blood loss of about 300ml, for a total estimated blood loss of approximately 700ml. A new bakri tamponade balloon catheter was placed immediately afterward, and hemostasis was achieved successfully. The patient did not experience any adverse effects or require any additional procedures due to this event.